Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2016 for a high blood glucose level over 800 mg/dl. Customer was treated with an IV insulin. Customer reported that he has contacted his health care professional regarding the high blood glucose. Customer was airlifted to the intensive care unit and was septic. Customer's blood glucose started rising. Customer had sepsis and was wearing the pump at the time of the hospitalization. Customer was taken off the pump when he arrived prior to being put on the IV drip. Customer's pump will be replaced due to the unexpected restart error messages and the keypad anomaly that was documented earlier. Customer had called earlier with a blood glucose level of 600 mg/dl. Customer corrected with a manual injection and was unable to clear the unexpected restart alarm due to a keypad anomaly.

Manufacturer narrative:
The insulin pump passed functional test including error test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No alarms noted. The insulin pump functioned properly. All buttons functioned properly during testing. However, the insulin pump had corroded keypad traces noted during visual inspection. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.